Event description:
It was reported that the patient had an atrial lead warning for many low impedance paces, and impedance was also varying. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.